Event description:
It was reported the readings on the atrial side fluctuate drastically. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, no anomalies were found during functional or bench testing. Analysis did find that the lower case was broken, the battery release was contaminated, one side bail cover was broken, the battery drawer was contaminated and the heart lead flex was contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.